Manufacturer narrative:
Model number/catalog number: sc-2408-56. Serial number: (B)(4). Batch/lot number: 20090601. Model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptoms of redness around the site was noted. The physician believed that it was a minor infection and was not device related. The patient was doing well.

Event description:
A report was received that the patient had an infection at the midline incision site. Symptoms of redness around the site was noted. The physician believed that it was a minor infection and was not device related. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient was placed on antibiotics.